Event description:
There was a foley inserted on a pt who underwent laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. The foley was inserted 3/2/95 approx 0820 am. On 3/3/95 at 0200 am the nurse attempted to deflate the balloon and remove the catheter. The balloon would not deflate. The foley was left in and continued to be patent. At 0730 the surgeon was notified. At 0840 a urologist was notified, and removed the foley. An attempt was made to cut foley at point of insertion, balloon did not deflate. Stylet was passed to puncture balloon. Pt apparently suffered no ill effects.